Event description:
Bayer case number: (B)(4). Essure coils seen from left fallopian tube extending into uterine cavity [partial expulsion of device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure coils seen from left fallopian tube extending into uterine cavity") in an adult female patient who had essure inserted (lot no. R015120) for female sterilisation. The patient had a medical history of cholecystectomy in 2000 and ectopic pregnancy, dysmenorrhea, adenomyosis, vaginal bleeding, overweight, heavy periods, pregnancy with iud, allergic dermatitis, migraine, asthma, gestational hypertension, hypothyroidism, multigravida, parity 4 (3, sons, 1. Daughter). Pregnancy 1: nsvdm on (B)(6) 2000 wph, no complications. Pregnancy 2: nsvdm on (B)(6) 2004 9# no complications, phelps. Date last pregnancy ended on (B)(6) 2015), alcohol use and multiparous. Concurrent conditions were listed as pelvic pain female, ovarian cyst, left lower quadrant pain and abnormal uterine bleeding. The only concomitant product mentioned was nexplanon (etonogestrel) since on (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (robotic laparoscopic supracervical hysterectomy bilateral salpingectomies with uterosacral ligament). At the time of the report, the event had resolved. The reporter considered device expulsion to be related to essure administration. The reporter commented: physician explaining that she was not able to insert the coil in one of her tubes due to an equipment failure in the operating room. The patient is very anxious about her birth control situation. She states she had her daughter 12 years ago with no complications and then got an iud for birth control after. Three years later, while still having iud placed, she got pregnant with her son. Patient reports she came to (B)(6) for evaluation and the provider at the time said her iud was malpiositioned, she is unsure if the provider removed the iud during this visit. The patient went on to deliver her 2nd child with no complications. Three months later on (B)(6) 2015 she went to hospital to have a btl procedure done, when she woke up from surgery, she learned they only did the procedure on the left side. She is unsure why the right side was not done, as the providers at the time did not explain it to her. She states she followed up to (B)(6) after her surgery, where there the iud was still malpositioned. She was told she was not a candidate for surgery to remove iud, so she was given a nexplanon for birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.143 kg/sqm. [Computerised tomogram] on (B)(6) 2024: revealed a malpositioned iud with tip projecting into fundus, a 26 x 25 x 24 mm right adnexal cyst, mild lj-1. 4 mild disc bulge, 4-l.5 mild disc bulge with possible impingement of r descending l4 nerve root with mild spinal canal stenosis and mild bilateral neural foraminal narrowing [laparoscopy] on (B)(6) 2025: reveals the uterus to be 8 sizes with essure normal tubes, normal ovaries, bladder cavity normal, normal ureteral jet bilaterally [pathology test] on (B)(6) 2024: final pathologic diagnosis: result: a. Endometrial curetting: minute fragments of inactive endometrium with tubal metaplasia benign endocervical tissue and scant squamous epithelium. Result: retained intrauterine contraceptive device (iud) indications: retained intrauterine contraceptive device (iud); on (B)(6) 2025: final pathologic diagnosis result: a. Foreign body, "nexplanon", removal: foreign body (gross examination only). Uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy: endometrium: benign endometrium with features compatible with exogenous hormone effect. Myometrium: adenomyosis and adenomyoma - bilateral fallopian tubes: no significant histopathologic findings. Gross description: the specimen is uterus and bilateral fallopian tubes. It consists of a morcellated uterus and attached fallopian tubes together. The attached fallopian tubes range in length from 6.2-5.4 cm and average 0.3 cm in diameter, with a pink-tan, smooth serosal surface and normal fimbriated ends. Sectioning of the fragments of uterus reveals a coiled metal wire resembling an essure device. Also noted is a tan-white rubbery, whor1ed subserosal nodule measuring 0.3 cm in greatest dimension [pregnancy test urine] (date unknown): negative [ultrasound pelvis] (date unknown): findings: the uterus is anteverted measuring 7 .1 x 4.3 cm. Normal thickness of the endometrial stripe. An iud is again seen extending to the fundal myometrium as noted on prior CT scan of the lumbar spine. Normal-appearing right ovary measuring 3.6 x 3 cm with normal vascular flow. Simple cyst/dominant follicle measuring 2.5 x 1.7 cm. Normal appearing left ovary measuring 2.7 x 1.8 cm with normal vascular flow. Impression: an iud is again identified. Its tip appears to be extending into the myometrium at the fundus with questionable minimal extrauterine extension. Simple cyst/dominant follicle in the right ovary measuring 2.5 x 1.7 cm [ultrasound scan vagina] on (B)(6) 2024: confirming iud in place; on (B)(6) 2024: showed no iud but essure coils. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Essure coils seen from left fallopian tube extending into uterine cavity [partial expulsion of device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure coils seen from left fallopian tube extending into uterine cavity") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy in 2000 and ectopic pregnancy, dysmenorrhea, adenomyosis, vaginal bleeding, overweight, heavy periods, pregnancy with iud, allergic dermatitis, migraine, asthma, gestational hypertension, hypothyroidism, multigravida, parity 4 (3, sons, 1. Daughter. Pregnancy 1: nsvdm (B)(6) 2000 wph, no complications. Pregnancy 2: nsvdm (B)(6) 2004 9# no complications, phelps. Date last pregnancy ended (B)(6) 2015), alcohol use and multiparous. Concurrent conditions were listed as pelvic pain female, ovarian cyst, left lower quadrant pain and abnormal uterine bleeding. The only concomitant product mentioned was nexplanon (etonogestrel) since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2025. On unknown date she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (robotic laparoscopic supracervical hysterectomy bilateral salpingectomies with uterosacral ligament). At the time of the report, the event had resolved. The reporter considered device expulsion to be related to essure administration. The reporter commented: physician explaining that she was not able to insert the coil in one of her tubes due to an equipment failure in the or. The patient is very anxious about her birth control situation. She states she had her daughter 12 years ago with no complications and then got an iud for birth control after. Three years later, while still having iud placed, she got pregnant with her son. Patient reports she came to od for evaluation and the provider at the time said her iud was malpiositioned, she is unsure if the provider removed the iud during this visit. The patient went on to deliver her 2nd child with no complications. Three months later on (B)(6) 2015 she went to hospital to have a btl procedure done, when she woke up from surgery, she learned they only did the procedure on the left side. She is unsure why the right side was not done, as the providers at the time did not explain it to her. She states she followed up to od after her surgery, where there the iud was still malpositioned. She was told she was not a candidate for surgery to remove iud, so she was given a nexplanon for birth control. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.143 kg/sqm. [Computerised tomogram] on (B)(6) 2024: revealed a malpositioned iud with tip projecting into fundus, a 26 x 25 x 24 mm right adnexal cyst, mild lj-1..4 mild disc bulge, 4-l.5 mild disc bulge with possible impingement of r descending l4 nerve root with mild spinal canal stenosis and mild bilateral neural foraminal narrowing [laparoscopy] on (B)(6) 2025: reveals the uterus to be 8 sizes with essure normal tubes, normal ovaries, bladder cavity normal, normal ureteral jet bilaterally [pathology test] on 06-dec-2024: final pathologic diagnosis: result: a. Endometrial curetting: minute fragments of inactive endometrium with tubal metaplasia benign endocervical tissue and scant squamous epithelium. Result: retained intrauterine contraceptive device (iud) indications: retained intrauterine contraceptive device (iud); on (B)(6) 2025: final pathologic diagnosis result: a. Foreign body, "nexplanon", removal: - foreign body (gross examination only) uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy: - endometrium: benign endometrium with features compatible with exogenous hormone effect - myometrium: adenomyosis and adenomyoma - bilateral fallopian tubes: no significant histopathologic findings. Gross description: the specimen is uterus and bilateral fallopian tubes. It consists of a morcellated uterus and attached fallopian tubes together. The attached fallopian tubes range in length from 6.2-5.4 cm and average 0.3 cm in diameter, with a pink-tan, smooth serosal surface and normal fimbriated ends. Sectioning of the fragments of uterus reveals a coiled metal wire resembling an essure device. Also noted is a tan-white rubbery, whor1ed subserosal nodule measuring 0.3 cm in greatest dimension [pregnancy test urine] (date unknown): negative [ultrasound pelvis] (date unknown): findings: the uterus is anteverted measuring 7 .1 x 4.3 cm. Normal thickness of the endometrial stripe. An iud is again seen extending to the fundal myometrium as noted on prior CT scan of the lumbar spine. Normal-appearing right ovary measuring 3.6 x 3 cm with normal vascular flow. Simple cyst/dominant follicle measuring 2.5 x 1.7 cm. Normal appearing left ovary measuring 2.7 x 1.8 cm with normal vascular flow. Impression: an iud is again identified. Its tip appears to be extending into the myometrium at the fundus with questionable minimal extrauterine extension. Simple cyst/dominant follicle in the right ovary measuring 2.5 x 1.7 cm [ultrasound scan vagina] on (B)(6) 2024: confirming iud in place; on (B)(6) 2024: showed no iud but essure coils. According to bayer qa, the batch/lot/serial number (B)(6) is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2025: quality safety evaluation of product technical complaint. Case comments: we received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.